Event description:
(B)(4). I have very heavy bleeding during menstrual cycle.

Event description:
(B)(4). I had the essure placed in (B)(6) 2011.

Event description:
My experience with essure is miserable. I have been experiencing very bad headaches, fatigue, back pain, pelvic pain, and bloating. I have been experiencing these problems starting in (B)(6) 2013. I am very unhappy with this devise, the dr that placed my essure had problems placing my left one for it got stuck and had problems placing it . It was very painful. My medical problems are: svt and I was born without a spleen. My allergies are: iodine and latex.